Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 8 boluses per day and when they went to put the communicator next to the pump in their back it took about 2 minutes to get connected and then it got hung up/stuck at 90%. The patient stated that they were told to call in to walk through how to clear out the backlog of information that it was prone to. The agent walked the patient through closing out of all running applications, clearing data, and turning off/on bluetooth and location. The patient then tried to connect the handset and communicator and was getting no device found. The patient reset the communicator and was able to successfully connect and deliver a bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue and during the call, the patient was able to connect much faster. During the call, the patient mentioned that their husband had to help get the bolus and connect as it was in their back and they had issues with their shoulders, both had been replaced, and twisting their arm was a challenge at times and it would take 10 plus tries to connect.